Event description:
It was reported that during a percutaneous coronary intervention procedure, the maverick2 monorail balloon ruptured at 6 atms upon first inflation. The lesion was located in the non-calcified and 90% stenosed left anterior descending (lad) artery. The procedure was successfully completed with another maverick2 balloon. No pt injuries or complications were reported. Patient status is reported as "good".

Manufacturer narrative:
The device has not been rec'd for analysis of the date of this report.